Event description:
It was reported the patient's scs system is unable to hold a charge and the pt cannot use the system. The pt was only able to use her system for 10 months. It is unk when the pt last recharged her ipg. Follow up with a sjm rep is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.